Event description:
It was reported that the user experienced a low blood glucose event after announcing the same meal twice in response to a prior occlusion alert, which likely resulted in excess insulin delivery; the user confirmed understanding after education on steps to follow after an occlusion alert. Symptoms included low glucose alerts, including urgent low and low glucose notifications. Outcomes included a lowest glucose of 55 mg/dl lasting approximately 15¿20 minutes, self-treatment with oral carbohydrates (orange juice and crackers), no need for assistance, and no medical intervention or hospitalization. Investigation included review of device alerts and user-reported use patterns, along with troubleshooting and education on appropriate responses to occlusion alerts. Investigation of this case revealed that duplicate meal announcements used as correction after an occlusion alert were the probable cause of hypoglycemia, with device alarms functioning as designed. It was concluded, based on previously established findings for similar reports, that user interaction contributed to the event.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.